Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while in use on a patient with an intra-aortic balloon (iab) the cs300 iab pump generated a fiber optic sensor failure. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
"Device available for evaluation" changed from: yes to: no. "The customer states they suspect that it is a user error". (B)(4).

Event description:
It was reported that while in use on a patient with an intra-aortic balloon (iab) the cs300 iab pump generated a fiber optic sensor failure. There was no patient harm and no adverse event was reported. The customer states they suspect that it is a user error.